Event description:
The customer reported via phone call that they had no delivery alarm on the insulin pump. Customer stated they have changed their infusion set three times, but the alarm persisted. The customer's blood glucose was 400 mg/dl. Customer stated their blood glucose was treated with the insulin pump. The customer also reported they have been using the same reservoir for the past month. Troubleshooting found the insulin pump was working as designed. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.